Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the subject pump had intermittent power. The reporter claimed the battery compartment was cracked and contained moisture. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: the battery compartment is cracked at threads on the side and it¿s missing a fragment around the contour, returned battery cap¿s threads are stripped, the cap was unable to maintain electrical connection. Reported ¿power¿ complaint is duplicated, test cap was able to fit to maintain electrical connection. Multiple consecutive ¿cs054/cs052/cs012¿ slave communication error alarms are observed post consecutive powr on reset events on 08/17/16. -moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. The pump powers up with auditory and vibration to a blank screen. The pump¿s cover was removed, no further moisture or any intermittent condition was found to the printed circuit board. U17 slave processor upload was unsuccessful; u17 slave processor failure is concluded. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional results code: 135.

Manufacturer narrative:
Follow-up #2 date of submission 03/09/2017 - correction to d4 serial #.